Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58h82. Investigation summary: the analysis results showed that one ec60a device was returned with a trocar insert on the shaft, with the closing trigger and anvil in closed position. An ecr60d cartridge reload loaded in the device. The reload was received partially fired 1/16. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stops windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that: received the samples with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.